Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation and passed external visual inspection and manual testing. The customer complaint of no audio output was not confirmed with the returned receiver. A definite root cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).